Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
Sometimes there was pacing but no depolarization but rv lead was still ok.